Event description:
Hcp reports the pt had a pump implant in 2004. The starting dose of prescribed medication was .25mg/day. Due to the concentration of the drug, the pump could not be programmed at a rate that low. The pump was then programmed to the lowest dose possible at .46 mg/day. The hospital intensive care unit requested in 2004 that the pump be turned off. It was reported by the nursing staff that the pt was obtunded and confused. The pump was stopped. The pt was not intubated. The pt is still hospitalized.